Event description:
The pt rec'd his scs on (B)(6) 2010 including an ipg. It was reported the pt has stimulation, but is having difficulty recharging his ipg. The pt was sent a new charger to resolve the issue. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.